Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's insulin gauge dropped to 0 unexpectedly. Additionally, it was reported that the customer "may have seen" a cartridge alarm; however, the customer was unable to verify. The customer declined to troubleshoot and also declined to look through the pump history to verify the reported issues. The customer's blood glucose level was not impacted. Customer was able to load a new cartridge and successfully resumed insulin delivery.